Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and the customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button/keypad response due to moisture damage on keypad traces. The insulin pump had minor scratches on lcd window, cracked case near display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.